Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. This is due to mis-handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a routine maintenance check the motor device "had a hole in the cord half an inch long." The reporter clarified the hole was located near the "motor end of the drill". No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.